Manufacturer narrative:
It was reported that the multiple patient receiver (org) was dropping its signal on 10 transmitters. No patient harn was reported. Nk installer went onsite and found that the hospital's philips telemetry system was interfering with the nk tele system. The hospital now needs to decide on changing out the nk system or philips system. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Suspect medial device: the following devices were used in conjunction with the org. Cns: no model and serial number was provided. Transmitters: no models and serial numbers were provided.

Event description:
It was reported that the multiple patient receiver (org) was dropping its signal on 10 transmitters. No patient harn was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, customer at (B)(6) health reported an issue in which 10 of the department's 16 transmitters had sawtooth patterned waveforms for about 3 seconds intermittently. The units were also going into "signal loss." The sawtooth pattern and signal loss would not happen to all transmitters at once, but usually one at a time. The issue was not isolated to org sn: (B)(6) . Service requested/performed: during initial troubleshooting, nka technical support (ts) asked the customer questions such as whether anything had been recently installed, and the customer indicated none. Customer requested onsite support. Nka installer went onsite and discovered the hospital's philips telemetry system was interfering with the nk system. The hospital was advised to make a decision on which telemetry system to use. Investigation summary: the root cause of the sawtooth pattern and signal loss is interference from use of a secondary telemetry system. The decision of the facility to utilize a secondary telemetry system was not communicated to nk and therefore the appropriate actions to minimize disruption to the nk telemetry system could not be taken. No malfunction or deficiency of the org or other device within the nk patient monitoring system is suspected. Action was taken under ticket 79995 / 300203966 to re-channel the nk transmitters in an effort to prevent potential interference from the customer's secondary telemetry system. Additional device information: d11 & c2: suspect medial device: the following devices were used in conjunction with the org. Cns: no model and serial number was provided. Transmitters: no models and serial numbers were provided. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
It was reported that the multiple patient receiver (org) was dropping its signal on 10 transmitters. No patient harn was reported.